Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system catrx aspiration catheter (catrx), a sheath, and a guidewire. During the procedure, the catrx was advanced to the target location to aspirate clot. The physician decided to retract the catrx. While retracting, resistance was experienced. The physician continued to retract and fractured the catrx at the midshaft in the target vessel. The break was identified under fluoroscopy. A vascular surgeon performed a surgical cut down to remove the fractured segment of the catrx.

Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed the catheter was fractured. Evaluation revealed that the device was kinked at the fractured location, indicating the device likely kinked prior to fracturing. If the device is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. The root cause of resistance during the procedure could not be determined. Further evaluation revealed an additional fracture on the proximal end, damaged guidewire lumen and kinks. This damage is incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.